Event description:
It was reported the pt was in a car accident and subsequently began experiencing pain and soreness at her scs ipg site. Additional info received identified the pt continued to have effective stimulation from her scs system but her scs ipg was electively explanted and replaced on (B)(6) 2014 during an unrelated surgery. An sjm representative met with the pt post-operatively and programmed the pt and was able to provide effective stimulation coverage. Further info received from the pt's attorney identified the pt alleged prior to explant, her scs ipg would not hold a charge. Additional info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issue on (B)(6) 2014, and the pt's scs system was not evaluated b an sjm representative to verify and/or troubleshoot the reported charging issue prior to explant.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.